Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information provided: extravasation was treated as per local trust extravasation policy, due to delay in response we were unable to flush the area, so compressed was hydrocortisone cream was applied and tissue viability contacted to monitor skin breakdown and advise on the best dressings. The patient was transferred to another hospital so follow up could not be completed, however, at the time of transfer to wound was healing. A new catheter was not inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a patient appeared to have an extravasation of dobutamine (very high dose, ph 3.5). A fracture of the PICC was suspected, but no fracture was visible after removal or upon flushing. The PICC was placed on (B)(6) 2025 and removed on (B)(6) 2025. There was no report of patient harm.